Event description:
Per the clinic, the patient was hospitalized (date not reported) due to pneumococcal meningitis. The patient was administered antibiotics (date, type, dosage and duration not reported). As of (B)(6) 2013, the patient reportedly had recovered and the cochlear implant was functioning appropriately. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Implanted device remains.